Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "tibia nail t2 locked with nail holding screw. Cold welding. Nail could not be completely fixed with nail adapter and nail holding screw."

Manufacturer narrative:
Correction d2a, d2b, h6 health impact code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "tibia nail t2 locked with nail holding screw. Cold welding. Nail could not be completely fixed with nail adapter and nail holding screw."